Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks. Upon review, it was noted changes in the morphology of this patient, atrial driven and myopotential oversensing was also noted. Programming options including evaluating the medication of this patient were recommended. At this time, the product remains in service and no additional adverse patient effects were reported.